Event description:
This complaint has been evaluated based on the information provided; the issue reported was that tube descended when the user was manually adjusting the tube height for a wall stand scan. There was no injury/harm happened in this case. This malfunction was not likely to cause death or serious injury if it were to recur based on the risk evaluation result. Therefore, this issue has been determined not to be a reportable event.

Manufacturer narrative:
Philips received a complaint on the digitaldiagnost c50 indicating that the tube descended approximately 30cm from a height of 150cm when the user was manually adjusting the tube height for a wall stand scan. There was no rescan performed and no allegation of death or serious injury. A philips authorized service provider engineer (aspe) inspected system and determined that the cs wire rope was broken. Customer contacted a third party to replace the cs wire rope and the device was operational after the repair was completed. According to the simulation test conducted by the system engineering team, if the steel rope was broken, there is only partial downward sliding of the cs telescopes motion when the power is off or the brakes are released, and the speed of descent is also low, which means that the risk of impact on the patient is limited. The risk of this issue remains in the accepted zone. Therefore, it is concluded that the reported malfunction was not likely to cause death or serious injury if it were to recur and this issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that tube descended when the user was manually adjusting the tube height for a wall stand scan. Our investigation concluded that the product problem would likely cause or contribute to a serious injury if this were to recur. Based on the available information, this issue has been determined to be a reportable event. Philips has started the investigation of this event.